Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "pacer disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The electrode pads and leads were not returned for investigation. The device was recertified and returned to the customer. Review of the activity logs did not observe any device related faults that might impact the device's ability to deliver therapy. No trend is associated with reports of this type.